Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 bolus limit pop-up message. Technical support- customer receiving pop-up message "bolus limit", during rate calibration task (8100. S/n (B)(6)). Customer mentions device stops at the beginning during rate calibration task. Step through the workaround process in system maintenance. Pop-up message not eliminated and re-occurs. Retest of the air-in-line sensor task identified tubing with air in the line. Customer to repair/replace the admin set to resolve problematic fault. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/26/2013 to the present date 01/21/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned

Event description:
It was reported that the customer's 8100 bd device received a pop-up message, for bolus limit reached during rate calibration. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer's 8100 bd device received a pop-up message, for bolus limit reached during rate calibration. There was no patient involvement.